Manufacturer narrative:
1. Summary of investigation results: based on the data provided a clear root cause could not be identified. A general instrument or reagent problem could not be identified. The event was consistent with a preanalytical handling issue. 2. Summary of follow up/corrective actions taken: none 3. Device returned to manufacturer? No 4. Device labeled "for single use?" No 5. Device reprocessed and reused? No

Event description:
1. There was an allegation of questionable non-reproduceable elecsys syphilis results for one patient from the cobas 6000 e601 module. 2. Patient age range: asku, 3. Patient weight range: asku, 4. Patient sex breakdown: asku, 5. Patient race breakdown: asku, 6. Patient ethnicity breakdown: asku.